Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was clotting/micro clots/fibrin clots and erroneous results. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: there is "frequent clumping of platelets on the 367856 edta 3.0ml." Additional information 2021-09-21: the customer stated: "erroneous result were found in the platelet count."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results/platelet clumps were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (erroneous results/platelet clumps) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy (validation attached). Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results/platelet clumps. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was clotting/micro clots/fibrin clots and erroneous results. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: there is "frequent clumping of platelets on the 367856 edta 3.0ml." Additional information 2021-09-21: the customer stated: "erroneous result were found in the platelet count."

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was clotting/micro clots/fibrin clots and erroneous results. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: there is "frequent clumping of platelets on the 367856 edta 3.0ml." Additional information 2021-09-21: the customer stated: "erroneous result were found in the platelet count." H.6. Imdrf annex a grid: a0908.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was clotting/micro clots/fibrin clots. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: there is "frequent clumping of platelets on the 367856 edta 3.0ml."